Manufacturer narrative:
The subject device has returned to omsc and the evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by brushing at the user facility, the sample collected from the instrument channel and instrument port of the subject device tested positive for pseudomonas aeruginosa. The subject device had been reprocessed with a non-olympus (psp) automated endoscope reprocessor. As additional information, the user had pointed out about three or four years ago that water tended to accumulate in the instrument channel. The occurrence date of the event is unknown. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) investigated the subject device. [Investigation result]: -appearance check- when observing the inside of the channel of the subject device from the instrument channel outlet at the distal end to the suction connector, no abnormalities such as scratches, buckling, dirt, and foreign material adhesion could be confirmed. In addition, no significant dirt or foreign material was found on the instrument channel port or around the cylinder. -it was reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. [Conclusion]- the root cause of the reported phenomenon could not be identified. [Consideration]- from the investigation results obtained this time, it was not possible to determine the relationship between the reported phenomenon and the subject device. -pseudomonas aeruginosa was detected from the sample collected from the instrument channel in the user microbiological testing, but the number of microbes was unknown. -no abnormality was found in the instrument channel, which was the sampling part where the microbes were detected. -no obvious deviation from IFU was found in the user reprocess procedure. If additional information becomes available, this report will be supplemented.